Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, prograsp forceps broke. The customer performed an x-ray and confirmed no fragments fell into patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the yaw pulleys. The cable was fully broken. The complaint was confirmed by failure analysis.